Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: partially deployed stent. Time of device malfunction: during unpackaging. Symptoms/ae: na. It was reported that while taking the xpert device out of the package, it was noticed that the stent already partially deployed. The customer reported there was no pt involvement. Though requested, no add'l info was available.